Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as under the back therapy pads. The patient reported the skin was weeping. There was no alleged device malfunction contributing to the irritation. Patient was prescribed colbesol by a physician. Follow up indicated that the irritation improved .